Event description:
It was reported that the patient ams ambicor penile prosthesis was removed and replaced with a new ams 700 cx inflatable penile prosthesis due to unspecified reason. Additional information received stated that the implant was not appropriately sized and the new 3-piece inflatable penile prosthesis gave better result.